Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus'), perforation ('perforation other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 36-year-old female patient who had essure (batch no. C12702) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), depression ("depression"), cystitis ("bladder infections"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), tooth loss ("tooth loss"), mood altered ("mood changes") and anxiety ("anxiety / mental anguish"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (essure removal via hysterectomy on or about (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, device dislocation, pregnancy with contraceptive device, depression, cystitis, abdominal pain, back pain, genital haemorrhage, alopecia, hypersensitivity, autoimmune disorder, headache, fatigue, weight decreased, tooth loss and mood altered outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure. The reporter commented: on or about (B)(6) 2014 the essure device was implanted. The events started almost immediately after implantation. On or about (B)(6) 2018 she under went a hysterectomy to remove the essure device. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Batch no c12702, production date 2014-01-09, expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. A lot number has been received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 36-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus'), perforation ('perforation other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 36-year-old female patient who had essure (batch no. C12702) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), depression ("depression"), cystitis ("bladder infections"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), tooth loss ("tooth loss"), mood altered ("mood changes") and anxiety ("anxiety / mental anguish"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (essure removal via hysterectomy on or about (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, device dislocation, pregnancy with contraceptive device, depression, cystitis, abdominal pain, back pain, genital haemorrhage, alopecia, hypersensitivity, autoimmune disorder, headache, fatigue, weight decreased, tooth loss and mood altered outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure. The reporter commented: on or about (B)(6) 2014 the essure device was implanted. The events started almost immediately after implantation. On or about (B)(6) 2018 she under went a hysterectomy to remove the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: the following information was updated: reporter's information (consumer and lawyer), start date updated, lot number, event medical device removal updated to events chronic pelvic pain, bladder infection, hair loss, chronic abdominal pain, chronic back pain, device ineffective, genital bleeding, pregnancy with contraceptive device, device dislocation into abdominal cavity, uterine perforation, fallopian tube perforation, perforation of organ, allergic reaction, autoimmune disorder nos, headaches, chronic fatigue, weight decrease, hair loss, tooth loss, mood change, anxiety, depression. On 14-may-2021: no new clinical information received. A lot number has been received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("fallopian tubes perforation"), uterine perforation ("perforation of the uterus"), perforation ("perforation other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 36 year-old female patient who had essure inserted (lot no. C12702). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of parity 1, gravida I, pain in hip, uti and menarche. Previously administered products included: mirena and oral contraceptive nos. Concurrent conditions were listed as edema of lower extremities, hair loss, spotting between menses, coital bleeding, cholecystectomy, dysmenorrhea, vaginal bleeding, abdominal pain, heavy periods, genital bleeding, pelvic pain female and abnormal uterine bleeding. Concomitant products included mirena (levonorgestrel) and tylenol (paracetamol). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pregnancy with contraceptive device ("unintended pregnancy"), depression ("depression"), cystitis ("bladder infections"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), tooth loss ("tooth loss"), mood altered ("mood changes") and anxiety ("anxiety / mental anguish") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (essure remove via total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2018). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, device dislocation, pregnancy with contraceptive device, depression, cystitis, abdominal pain, back pain, genital haemorrhage, alopecia, hypersensitivity, autoimmune disorder, headache, fatigue, weight decreased, tooth loss and mood altered were unknown. Essure was removed on (B)(6) 2018. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure administration. The reporter commented: on or about (B)(6) 2014 the essure device was implanted. The events started almost immediately after implantation. On or about (B)(6) 2018 she under went a hysterectomy to remove the essure device. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.272 kg/sqm. [Abdomen scan] on (B)(6) 2018: ndication: postop hysterectomy. Conclusion: postop changes in pelvis from hysterectomy performed 4 days previous there are 2 small collections in pelvis one in left adnexa and one above bladder. These may represent postop hematomas or early forming abscess no obstruction, free air or additional high grade abnormality in abdomen or pelvis [hysterosalpingogram] on (B)(6) 2014: initial scout films showed the iucd to be placed high in the uterine cavity. The micro inserts were well positioned. Injection of contrast showed a normal uterine cavity although it was a little irregular because of the patient being on her menses. The fallopian tubes were able to be visualized and there was no contrast seen to enter either tube. Tubal occlusion is confirmed on the precontract image there are coils appropriate to the fallopian tubes with an iucd within the uterus. There is intravascular extravasation but no evidence of contrast extending into the fallopian tubes [pathology test] on (B)(6) 2016: specimen: endometrial curettings. Clinical history: irregular heavy menses final diagnoses: endometrial curettings: proliferative enodmetrium,. Negative for hyperplasia and malignancy; on (B)(6) 2018: specimens: uterus, cervix, bilateral fallopian tubes. Clinical history: abnormal uterine bleeding and pelvic pain gross description: left and right fallopian tubes are patent and unremarkable. Final diagnoses: uterus, cervix, bilateral fallopian tubes cervix: nabothian cysts. Negative for dysplasia or malignancy endometrium: weakly proliferative endometrium. No hyperplasia, atypia or malignancy. Leiomyomata uteri. Adenomyosis. Benign unremarkable ovaries and fallopian tubes with parafimbrial and paratubal simple cyst [ultrasound pelvis] on (B)(6) 2016: indication: ongoing lower pelvic pain since having essure coils inserted in 2014 every 2 weeks. Findings: the uterus was just slightly bulky with a thin endometrial canal. The essure coils could be seen within the fallopian tubes just outside the cornua as expected. There was no fluid within the abdomen, cysts or mass noted batch no c12702 production date 2014-01-09 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: medical record received. Lab data (including surgical pathology report) added) medical history, historical drugs, concomitant drugs added. New reporter (lawyer) added. A lot number has been received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.